Manufacturer narrative:
Manufacturing analysis results: no similar complaints have been received so far for this lot. Batch record review showed that all testing results are within specification. The manufacturer's lab has retested the retention sample of this batch: all results are conform to the specifications for the tested parameters. No further investigation possible, the returned sample was empty. Root cause: na, complaint not confirmed. Corrective/preventive action: none, complaint not confirmed. (B)(4).

Event description:
A surgeon reported the product was not transparent and had white particles evenly throughout the bottle that looked like snow. There was no patient involvement.